Manufacturer narrative:
Device received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to blank display. No moisture damage on electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display after possible exposure to moisture. The customer¿s blood glucose was 399 mg/dl at the time of incident. Customer stated that the insulin pump display did not return even with new battery. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump will expected to return for analysis.